Event description:
During a laparoscopic gastric bypass procedure, while performing the jejunojejunostomy, the device cut and formed some staples, however, a portion of the staples on both staple lines came out unformed and left a defect in the staple line. The entire staple was removed and another was created. The or time was extended by an hour. There was no pt consequence.